Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing sharp pain at top of the leads. The pain was severe and occurred every time the device was turned on. The pain at top of leads probably related to relatively large size of leads relative to her lack of body fat. It was also reported that the ipg was prominent and the patient was experiencing sensitivity over the ipg site. The ipg itself was large and painful. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sharp pain at top of the leads. The pain was severe and occurred every time the device was turned on. The pain at top of leads probably related to relatively large size of leads relative to her lack of body fat. It was also reported that the ipg was prominent and the patient was experiencing sensitivity over the ipg site. The ipg itself was large and painful. The patient will undergo an explant procedure.